Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: during investigation, it was observed that there was a leak due to a cracked pump case and there was evidence of moisture corrosion on the transceiver board and on the back side of the battery canister. There was moisture also observed on the display. The battery compartment was cracked in two places: near the top and below the bumper pad. A leak test was performed and failed indicating a battery compartment leak. Unrelated to the original complaint, it was noted that there was a crack found in the case near the upper right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and there was evidence of moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.